Event description:
The pt's one touch ultra meter would not allow her to perform a test. The medical affairs specialist spoke to the pt on april 12, 2006 to obtain/verify info. Sometime around 4:00 pm in april 2006, the pt developed symptoms of being "incoherent" and "giddy." The reporter immediately attempted to test the pt using the reported device but kept getting "error 2" and "error 3" messages. Right after getting the error messages the pt called lifescan for assistance. The customer care advocate (cca) noted that the reporter was improperly inserting the test strips into the meter and was applying the blood to the test strips before the "apply sample" symbol was prompted. The cca walked the reporter through testing the pt's blood correctly and got a reading of "63 mg/dl." The reporter then gave the pt "candy" which made her symptoms go away within a few minutes. The pt denied eating breakfast or lunch the day of the incident. In addition, the pt recalled getting a "normal" reading of over "100 mg/dl" earlier that day and had been feeling fine. The pt takes sliding-scale "novolog" insulin prior to her meals but denied taking any on the day of the event. She did admit to taking her daily prescribed evening dose of 30 units "lantus" insulin later that day. She also stated that she took 30 units of "lantus" the evening of "april 8, 2006 and also 5 units of sliding scale "novolog" insulin sometime before a meal the same day. The meter, test trips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter was unable to test the pt's blood glucose immediately after the symptoms developed. The reporter was not using the correct technique for testing with the meter.